Manufacturer narrative:
Information contained in this record was previously submitted thru psr. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified underweight, crease folding, red particles and an opening. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification.based on the device analysis the final assessment is that a sharp opening was observed on posterior edge due to an unidentified tear. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side "abnormality of breast felt," and rupture. Device has been explanted.